Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. The visual inspection was performed on the complaint unit and found that the aesthetics are good no damage. The functional inspection was performed on the complaint unit. It was switching on it was showing f4 hardware failure error on the screen. It was tested with known good main board and its working properly. Hence it was confirmed that main board was faulty. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with design. Factors that could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the quantum 2 controller had f4 error code. The procedure was completed with a delay greater than 30 minutes using a back-up device. No further complications were reported.